Event description:
This info was reported as a customer complaint. Vasoseal was used in the right groin following a diagnostic catheterization procedure. Two days later, the pt went for CABG. Two weeks later, the pt presented to the ER with pain at vasoseal site. An I&d was done and the cultures reveales staph aureas/eppi.